Event description:
Ous MDR - after an estimated implantation period of 32 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. An implant date was not provided.

Manufacturer narrative:
The returned lead was torn off 58.5 cm distal of the is-1 connector pin. Only the proximal fragment was available for analysis. The distal fragment was missing. The analysis detected the ligature markings 22.5 cm distal of the connector pin. The outer conductor helix was sheared off from the ring electrode in the distal area, and it was severely stretched there. Ring electrode and tip electrode were not available for analysis. In addition, the insulation tube also showed severe stretching to 65 cm length. When the inner conductor helix was removed, a length of 57 cm was found. 56 cm distal of the is-1 connector pin, the inner conductor helix showed kinking. Due to the characteristics of the damage manifestation, a strongly grown in lead is suspected, which tore off and was deformed during the extraction due to the mechanical force impact. No deviation was found during the analysis that could have led to the artifacts complained about. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an estimated implantation period of 32 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. An implant date was not provided.